Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer reported via phone call that she was changing set in a hurry and experienced insulin leak. Customer's blood glucose was 257 mg/dl. Customer dried reservoir compartment but was not sure if insulin got into reservoir compartment or if insulin leaked from o-ring or barrel. Customer was advised to return supplies.